Manufacturer narrative:
Product complaint # (B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿differences in subsidence rate between alternative designs of a commonly used uncemented femoral stem¿ by munnan al-najjim, et al, published by the journal of orthopaedics (2016), vol. 13, pp. 322-326, was reviewed for MDR reportability. The purpose of this article was to evaluate the factors associated with subsidence in collared and uncollared versions of the corail (depuy) femoral stem. Between august 2007 and february 2010, 135 uncemented total hip replacements were performed using the corail femoral stems and pinnacle acetabular component (corail; depuy) in 121 hips (113 patients). Fifty-five hip replacements (51 patients) were allocated to the collarless group, and 66 hip replacements (62 patients) were allocated to the collared group. There was no loss to follow up in these patients. Combining the two groups, 9% hip replacements (11/121) showed radiographic evidence of subsidence at 1-year follow up. Majority of the subsidence was found to have occurred within the first 6¿8 weeks in both groups. 7.6% (5/66) implants in the collared group and 10.9% (6/55) implants in the collarless group showed subsidence within the 6¿8 weeks. After this stage, 2 patients had further subsidence of implants and underwent revision at 13 months for the collared stem and 36 months for the collarless stem after primary surgery. No further subsidence was seen in the remaining subsided implants in both groups. The operative complications were as follows: 5 surgical site infections, 4 cases of dvt, 2 cup revisions for unspecified reasons, and one iatrogenic fracture. The authors do not identify patients with specific adverse events. The authors do not note the reason for the cup revisions. The size and manufacturer is not identified by the authors, it is assumed to be a depuy product.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.